Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges customer required hospitalization due to air bubbles in the cartridge and infusion set. Caller reported customer uses cartridges for 10-14 days in the pump. Treatment received was not provided. Requested return of the alleged device for evaluation.